Event description:
It was reported that a physician attempted an arteriotomy closure of a common femoral artery using a starclose se device after a coronary stenting procedure. Reportedly, the clip was deployed; however hemostasis was not achieved. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was indicated that device was discarded at the facility; therefore, a failure of the complaint device cannot be completed. Reviews of the lot history record and complaint history database could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.